Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where black silicone rubber was found inside the air and water supply nozzle. The foreign object (fragment) may have originated from the deterioration or damage of peripheral medical devices used in conjunction with the endoscope, which then entered the tubing and caused the blockage. However, a definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: gif-h170 operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, foreign matter was inside the nozzle of the gastrointestinal videoscope. There were no reports of patient involvement.